Manufacturer narrative:
The actual device was returned for evaluation. During repair an evaluation was performed and it was determined that the device had insufficient/low power and was making noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from the (B)(6) that during evaluation of the air reamer/drive device, it was determined that the mechanics of the device were damaged, and the device had insufficient/low power. It was noted that the gearwheels were deformed, and the motor was running poorly. It was further determined that the device failed pretest for check the starting behavior at 2 bar, check power with test stand, and check for excessive noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.